Event description:
Information was received on 2024-11-25 from a patient receiving intrathecal baclofen and bupivacaine via an implantable pump for intractable spasticity. It was reported that the reason for call was the patient stated they met with a new doctor on thursday who filled the pump with baclofen and bupivacaine and since then she had not been feeling well and the pain had been spiking and she had not able to sleep. The patient was wondering if there was a representative that could get a hold of the doctor faster. The agent reviewed representative role and redirected to their doctor. The agent sent a message to the field about the patient call. Additional information received on 2024-12-05 from a health care provider (hcp) indicated that the patient was seen and oral therapy with baclofen would be increased. Diagnostics/troubleshooting taken included the patient continuing to follow-up with the hcp and her other specialists. The cause of the patient's symptoms was not determined. Additional information received on 2024-12-18 from the healthcare provider (hcp) indicated that the hcp wanted to stop the pump due to overdose symptoms and a rep was requested to go to the hospital. Technical services explained options to stop the pump including stopping the pump with a magnet, temporarily stopping the pump using the clinician programmer and permanently stopping the pump using the clinician programmer. It was also discussed to monitor and stabilize the patient. The system contents removal procedure was discussed. Intrathecal baclofen withdrawal and overdose emergency procedures were discussed. The hcp decided to temporarily stop the pump. A rep was paged. Additional information received from the rep indicated that the patient initially had both baclofen and bupivacaine in the pump and, on (B)(6) 2024, they changed the drug to bupivacaine only. After approximately 10 hours, the patient started having symptoms described as an "adverse reaction" and the patient ended up at the emergency room (ER), where they put a magnet over the pump to stop it. At the time of this report, the hcp wanted the pump at minimum rate. At the time of the call to technical services, the pump was still showing a stall and the magnet had been removed a couple of hours prior. Technical services reviewed that the pump would still recover in minimum rate mode, but would likely take significantly longer. They also reviewed how to silence the alarm for the elective replacement indicator (eri).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump recovered and was working appropriately. In regards to the overdose symptoms, the rep indicated that the symptoms resolved and the patient was doing great. The rep further stated that the motor stall from the magnet recovered.